Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital after experiencing a syncopal episode for an unknown reason. A remote interrogation was performed and upon review no stored episodes were seen within the last 72 hours. The cause of the syncope remained unknown and the cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.